Manufacturer narrative:
An event of pocket and left arm swelling was reported. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-48445.related manufacturer reference number: 2017865-2023-48446.it was reported that there was swelling around the patient's pocket area and extending down their left arm. The physician decided it would be best to explant the device system. There were no adverse health consequences, the patient was stable.